Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient was supposed to meet with a rep to see if there was anything wrong with the device. The patient met with the rep and the rep confirmed that everything was fine with the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported experiencing an increase in pain after falling twice. The patient fell once in (B)(6) on their left and again a week later on the right side. The patient thought the implantable neurostimulator (ins) had moved a little to the left. They did an x-ray and determined the patient didn't injure themselves and saw the lead ends. The patient normally has stimulation at 2.70 and had to increase it to 3.60 and could barely feel it and it did not help with the pain. The pain was gradually increasing and getting worse and it hurt in the upper back and left leg. The muscle under the breast bone hurt while coughing. The patient needed stimulation at night and didn't need it before the falls. It was noted that they weren't sure how to change the program or what program was for which part of the body. The patient could hardly sit or lay down and all around where muscles are were sore. Additional information received from a healthcare professional indicated the patient was still having pain. The device was indicated for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.